Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement as this event occurred during prime. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Upon evaluation of the device, the complaint was confirmed. The unit was visually inspected and pressurized, and a leak was observed at the thermowell. A review of the device history revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100% leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.